Manufacturer narrative:
Date recv'd by MFR: 30dec2019. There's no medical intervention was required as a result of this event. Patient information: age: approximately 70, gender: male, weight: 85 kg and height: 185 cm. The manufacturer¿s international service technician identified a pm pcba (power management printed circuit board assembly) failure. The service technician replaced the pm pcba and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
It was reported that the ventilator shut down. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The manufacturer¿s international service technician evaluated the ventilator and identified that it cannot be turned on despite the led (light emitting diode) indicators functioning properly.